Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had high impedances on contacts 1 and 3 and all combinations. The cause was unknown. An x-ray was taken by the doctor but couldn¿t see any sign of lead or extension breakage. The issue was not resolved. The patient was using contact 0<(>&<)>2 bipolar for therapy. There were no further complications reported.